Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: the customer reported leakage occurring between mz and infusion set. No health hazard to patient was reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 08/13/2020. Investigation conclusion one mz1000 sample was received for investigation with residual fluid present, no packaging was received with the sample, however the customer indicates the affected lot number to be 19095540 or 19087574. Further information provided by the customer confirmed the leakage occurred while the sample was connected to a terumo IV set. A visual inspection identified a crack at the edge of the female luer adaptor; leakage was observed from the crack during a flush through. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 19095540 and 19087574 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature could not identify a definitive root cause for cracks to the luer of the maxzero; however it is possible that the cracking was caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience a review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers that may have been involved. The information for each lot number is as follows: medical device lot #: 19095540, medical device expiration date: 09/13/2022, device manufacture date: 09/13/2019. Medical device lot #: 19087574, medical device expiration date: 08/21/2022, device manufacture date: 08/21/2019.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: the customer reported leakage occurring between mz and infusion set. No health hazard to patient was reported.